Manufacturer narrative:
Exact date of event is unknown. Exact date of explant is unknown. Other relevant device(s) are: etlw1613c156e, sn (B)(4), expiration date: 2017-09-20, (B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 4.8 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented at a routine follow up appointment. The patient informed the physician that the endurant stent grafts had been explanted and an open surgical repair was performed due to a systemic infection that had caused the stent graft to become infected at another facility. Per the explanting physician, the infection was not a stent graft problem or related to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.